Event description:
The customer reported the evis exera iii video system center s unable to display image upon inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a printed circuit board. In addition, a worn-out video connector latch was found causing poor connection with pigtails. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image output from serial digital interface (sdi) port occurred due to faulty printed-circuit board (dx board) which has a video signal transmission function with image output and sdi chip. The cause of the faulty dx board could not be identified. Olympus will continue to monitor field performance for this device.